Manufacturer narrative:
Concomitant medical products: 4542 lead implanted (B)(6) 2008.

Event description:
It was reported during a patient clinic visit that there was non-physiologic noise present on the patient's right ventricular (rv) lead that was not detected by the patient's cardiac resynchronization therapy defibrillator (crt-d). Troubleshooting was performed but the results were initially not conclusive. It was later reported that reprogramming of the patient's crt-d was able to resolve the rv lead oversensing but the rv lead was capped and replaced, and the crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.